Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of approximately 360 mg/dl and a stable trend arrow while using a contact detach infusion set (23 inch, 6 mm) and with insulin on board of 4.47 units; there were no occlusion or high glucose alerts, the user noted no visible kinks, bends, blood, or discomfort at the infusion site, and the plan was to monitor and change supplies if glucose did not decrease. Symptoms included elevated blood glucose without reported systemic symptoms. Outcomes included no emergency treatment, no hospitalization, and no interruption of therapy. Investigation included troubleshooting and education by phone. Investigation of this case revealed no device alarms and no observable infusion set issues reported by the user. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.